Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 43 mg/dl. The customer stated that woke up in the morning with blood glucose of 330 mg/dl. The customer treated with the pump. There was no indication that the insulin pump over delivered insulin. The product was not returned for analysis.